Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that after a software upgrade, the bsm (bedside monitor) failed to connect via a wired connection to the cns (central network station). The bedside monitor continued to work as a stand alone monitor without issue. The unit was cleaned and evaluated. The reported problem of unit not connecting to the network even with a known good nic was duplicated. The main board was changed to fix this issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that after a software upgrade, the bsm (bedside monitor) failed to connect via a wired connection to the cns (central network station). The bedside monitor continued to work as a stand alone monitor without issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that after a software upgrade, the bsm (bedside monitor) failed to connect via a wired connection to the cns (central network station). The bedside monitor continued to work as a stand alone monitor without issue.